Event description:
It was reported that the radio frequency programmer head had trouble interrogating devices, that the programmer had to be turned off and on. The head was returned for service. No patient complications were reported as a result of this event.

Event description:
It was reported that the radio frequency programmer head had trouble interrogating devices, that the programmer had to be turned off and on. The head was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Rf (radio frequency) head cable found out of electrical specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.